Event description:
On (B)(6) 2026, fujifilm healthcare americas corporation became aware of an event involving en-840t. The customer reported that the scope was coming apart from where the balloon had been attached while the scope was being cleaned and the balloon was removed by the customer/technician. The scope outer layer appeared to be ripped and coming apart from the scope. When the scope was set up and tested before being used on the patient, the scope passed the set up and worked appropriately when tested. The customer confirmed that the patient was not affected. The customer device was first repaired in march by the fujifilm third-party service site. Then it was sent back to the same third-party service site for pm in april. It was returned to fujifilm for repair. Although the customer confirmed that the patient was not affected due to the product problem, it could be likely to cause or contribute to a serious injury if the product problem were to recur during another procedure. Fujifilm healthcare americas corporation is reporting this event in an abundance of caution. Ref: fujifilm healthcare americas corporation complaint # (B)(4). MDR report # 0300640000-2026-8007.